Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer's blood glucose did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred.